Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the endoscope was blurry. The product was changed out. It is unknown when this event occurred, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 18, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). A visual observation of the internal components of the endoscope using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry image. The product was either dropped or inadvertently struck by an object. The excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.